Event description:
Pt is a type-I diabetic. Pt rec'd a total of 18 boxes for an order, that they placed with medical supply. Sixteen of the boxes (lot #2516126 exp. 11-05) were labeled as not for sale in the us. Two of the boxes (1023786 exp. 01-05) were labeled mail order only and not for sale. Pt also believes the product was tampered because one of the two boxes were scotched taped closed with "tiny blood stains" on the outside of the box.